Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis confirmed complaint of backup operation mode. The device's high voltage output circuit was found to be damaged. No further anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator was not able to be interrogated due to backup operation mode. The device was explanted.